Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer switched over to an alternate form of insulin therapy through multiple daily injections. There was no reported adverse impact to the customer.